Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was overheating. The sensor was inserted into an unknown insertion site on an unknown date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.